Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery longevity decreased from 33% to 12% in a four month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery longevity decreased from 33% to 12% in a four month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement has been scheduled at this time. No adverse patient effects were reported. At this time there is no further information available to report. Further information has been requested and will be provided if it becomes available. Attempts were made to obtain additional information regarding device status, however, no response was provided. As of today, no information has been provided confirming whether this pacemaker has been replaced.